Event description:
The customer reported the sys intermittently displayed white images when making fluoroscopic exposures. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer cancelled the svc call.